Event description:
The consumer reported the following: they had permanent laser hair removal done on their back and shoulders four times. They were told that it usually takes four to five treatments to take care of the situation. After the second treatment, they became skeptical of the treatment because it did not hurt; there was no pain at all compared to the first treatment which hurt a lot and they could smell burnt hair. After four treatments, they did not see any result at all.